Event description:
It was reported that the device reached elective replacement indicator (eri) after less than 2 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed battery depletion indicated. The time of rrt in save to disk on (B)(4) 2012, the device rrt was less than or equal to 2.6251 volt. The weekly battery voltage trend data shows min bat=2.632 to 2.611 volts between (B)(4) 2012. There was 1 patient alert for low battery voltage on (B)(4) 2012 02:15:00. Subsequently, the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.